Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure the device was stuck on the guidewire. The 99% stenosed lesion was located in the distal right coronary artery. After the second inflation to 14 atms, the 12mm x 3.50mm nc quantum apex balloon catheter became stuck on a non-bsc guidewire. The device was removed intact. The procedure was completed another of the same device. No patient complications were reported and the patient status was good.

Event description:
It was reported that during a percutaneous coronary intervention procedure the device was stuck on the guidewire. The 99% stenosed lesion was located in the distal right coronary artery. After the second inflation to 14 atms, the 12mm x 3.50mm nc quantum apex balloon catheter became stuck on a non-bsc guidewire. The device was removed intact. The procedure was completed another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex catheter was received inside an nc quantum apex shelf box that matched the information on the device. There was no damage or irregularities. The inner diameter (ID) of the inner shaft was measured at both ends with a calibrated pin gauge set which is within specification. Functional testing was performed by loading a .014" guidewire into the tip and completely advancing through the wire lumen without encountering any unusual resistance. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).